Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt's neurostimulator had been turning itself off over the past 4 months. He did not turn the device off himself. It was noted that every time the pt programmer was used, he had to replace the batteries even though it was only used once a month. The pt was re-directed to his physician. Further info was requested from the healthcare professional.